Manufacturer narrative:
It is reported the plug will not be returned for evaluation, therefore no product evaluation is able to be conducted. The root cause of this event cannot be conclusively determined with the available information, however based on follow up with the sales associate it is believed the screw splayed due to cross threading which occurs when the plug is misaligned on insertion that the translation tulip can cross thread and this causes splaying. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that metal from the plug sheared into patient and splayed the screw head. It is reported all material was able to be removed from the patient using suction and saline. He reports the implants were replaced with success and no adverse events were reported.